Manufacturer narrative:
Age, weight, ethnicity information unknown not provided. Date of event: unknown, not provided. Model # information unknown not provided. Catalog # information unknown not provided. Serial # information unknown not provided. Expiration date, UDI # unknown not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device manufacturing date unknown not provided. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing record for the intraocular lenses could not be performed as the serial numbers were not provided. As a result of the investigation there is no indication of product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citations : anti-inflammatory medication after cataract surgery and posterior capsular opacification idan hecht, petteri karesvuo, asaf achiron, uri elbaz, ilkka laine, and raimo tuuminen combination therapy of steroids and nsaids had no added benefit over steroids alone. (Am j ophthalmol 2020;215:104111. Copyright 2020 elsevier inc. All rights reserved.)

Event description:
The following article was received based on a literature review: literature title: anti-inflammatory medication after cataract surgery and posterior capsular opacification. It was reported that a retrospective (B)(6) study was done to assess the role of anti-inflammatory medication following cataract surgery on the formation of posterior capsular opacification. A total of 13,368 eyes of the same number of patients underwent cataract surgery and all were implanted with a single-piece acrylic monofocal tecnis iol (johnson & johnson surgical vision inc). The patients were divided into three groups: patients treated with steroid monotherapy (n=3,860), nonsteroidal anti-inflammatory medications (nsaid), monotherapy (n=8,316), or a combination of both (n=1,192). Overall, 3.5% of eyes developed posterior capsular opacification requiring nd: yttrium aluminum garnet (yag) capsulotomy as intervention during the follow-up period, 0.9% at 1 year, 2.5% at 2 years, and 6.1% at 3 years.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4624 (surgical intervention) provided on the initial report needs to be corrected. The correct health effect impact code is 4625 (additional surgery- yag). Then also the code in h6: health effect clinical code: 4581 must be explained as posterior capsular opacification, since it was missed to be explained in the initial report submitted. Field below updated: h6: health effect impact code: 4625 (additional surgery- yag). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.